Event description:
The customer reported that the system displayed an x-ray disable error message which caused a loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was replaced. The system was then found to be operating as intended.